Event description:
Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture, is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Crystalline observed in the gel. Observed 40 mm dark patch edge material inside gel device. Deformation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.